Event description:
It was reported that the camera image and camera coupler of the camera head are loose. The issue was identified during preparation prior to sedation for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section b5 for updates obtained via customer response follow up. The device was not returned to olympus for inspection and the reported failure could not be confirmed. Based on the results of the investigation, since the device was not returned and the customer¿s allegation was not reproduced, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was identified during preparation prior to sedation for a therapeutic transurethral resection of the prostate. The procedure did take longer to complete as there was a lot of movement on the coupler; however, the procedure was completed using a similar device.